Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed with a motor error alarm during bolus delivery. The customer's blood glucose level was 191 mg/dl at the time of the incident. In alarm history 3 no delivery alarmed were detected. The insulin pump was not exposed to x-ray or magnetic fields. The insulin pump was not bumped, cropped or exposed to moisture. The drive support cap is okay. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).